Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, with consecutive stalled motor errors occurring despite multiple restarts and a dry run, and firmware confirmed up to date; the user¿s cgm was a dexcom g6. Symptoms included interruption of insulin delivery. Outcomes included the need to restart the device and interruption of therapy. Investigation included guided troubleshooting by customer care, device reboot attempts via the app, and a dry run that terminated with a restart failed message. Investigation of this case revealed a persistent motor stall consistent with an insulin delivery mechanism malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.